Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient was diagnosed with fungal peritonitis and subsequently passed away. The cause of and the treatment for the peritonitis were not reported. Three days prior to the patient's death, pd therapy was withdrawn due to the peritonitis and the patient declined pd catheter removal and hemodialysis. On the same day, the patient was discharged home. Three days later, the patient passed away. The cause of death was reported to be due to withdrawal of dialysis and fungal peritonitis. No additional information is available.